Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a defective lcd. The lcd and screen were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues.

Event description:
The customer reported a display failure with their radical-7 as they described that half of the display is blank. No consequences or impact to patient was reported.